Manufacturer narrative:
Investigation completed on feb 15, 2018. With respect to the returned unit, no nonconforming product report or nonconforming material report history was noted. The serial number format does not fit so device history record (DHR) cannot be perform for review. The returned mlx light source presents with user labeling, exterior and interior physical damage. The physical damage to the turret caused damage to the hot mirror assembly and resulting in the hot mirror to break loose. This condition allowed the full intensity of the beam from the lamp to hit the attenuator shield and resulted in the burnt attenuator shield. The reported complaint was confirmed based on this observation. The findings are considered user error, breakage due to misuse.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, the xenon light source was caught on fire while being used. There was no patient injury nor any revisions or medical interventions done. Additional information was already requested.